Event description:
It was reported that the touch screen buttons on the customer's device were less responsive, and there was dust buildup around the screen and cartridge area, making it difficult to slide the cartridge into place. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken by technical support.